Event description:
As reported, set pump univ. Drops asv 123in 22ml prim vol 24ea/ca air in line or downstream occlusion alarm complaints see checklist. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
Additional information has been received indicating the event involved a pump alarming with no air seen in the infusion line. This follow-up MDR is being submitted with the intention to indicate the following: 1) the event involved a pump alarming with no air seen in the infusion line. 2) the medical device problem code (a) for this event is 1012.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the incident was provided for evaluation. Upon visual inspection of the returned photograph, bubbles were noted inside the tubing. Based on the data from the investigation, the reported defect was confirmed. The root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.